Event description:
It was reported to boston scientific corporation that within the week following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2011, the patient began experiencing left leg and left buttock pain. She also presented with numbness in the left groin and vulva area (onset date unknown). The physician brought the patient back in on (B)(6) 2011, and removed the mesh leg from the left sacrospinous ligament, and the mesh leg from the left arcus tendinous, in an attempt to alleviate the patient's pain. During the removal of these mesh legs, the physician discovered and removed a small piece of the plastic sleeve that had been left inside the patient during the placement procedure. The physician noted that during the placement procedure, he had been able to pull all of the sleeves off of the mesh legs with no difficulties, and was unaware this piece of the sleeve "apparently broke off" into the patient. The physician reported on (B)(6) 2011, that the patient "still has numbness in left groin and vulva area, still has some pain in left buttock going down her leg." The physician indicated he does not know what the patient's pain is from, but he opined that it may be related to the pinnacle mesh itself, that it is related to the placement procedure, and the patient may have some nerve damage. The patient was prescribed neurontin and is taking it three times per day; however, the physician stated he is not sure if it's going to help. The physician stated he does not plan to perform any further medical intervention for the patient.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.